Event description:
It was reported that the ilet displayed ¿dosing stopped connect cgm or switch therapy¿ after the user traveled without pairing a new continuous glucose monitor (cgm) for an extended period, then paired a new cgm that read high glucose and used multiple daily injections during that interval. This aligns with an improper or incorrect use procedure and no specific device component implicated. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified, consistent with not starting a new sensor in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.